Event description:
The customer reported that she was receiving no delivery alarms on the insulin pump, which was resolved with an infusion set change. The customer's blood glucose was 346 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. No air was found in the tubing. The settings and history were found to be correct and there were no delivery alarms in the history. The self-test was performed and passed. Upon removal of the infusion set, the cannula was occluded. The customer stated the site was sore and irritated. She was advised to change the set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).